Event description:
Info received indicates the bed has no power due to a left side coil cable which was cut and exposing bare wiring.

Manufacturer narrative:
The tech found the coil cable was rubbing on the caster wheel. The tech replaced the left coil cable to repair the bed.